Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported to the vad coordinator by patient "that he was occasionally hearing isolated beeping noises from his controller not associated with any lights or messages on the controller". The manufacturer representative was contacted and "recommended that, if this continues through the weekend that the patient should come in to have his data logs downloaded to see what may be causing this audible tone to occur". Patient presented to clinic (date unknown) and had the data logs downloaded". "As a result it was noted that the battery was observed to have had potential switching events noted". "Battery was removed from service and replaced". "No adverse physical effect on the patient related to this complaint". No additional information provided.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.